Event description:
It was reported that the patients stimulation was lost due to difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation was lost due to difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. It was noted that the lead was also replaced. All explanted devices were not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2138700; model: sc-2138-70; serial: (B)(6); batch: a26479.